Event description:
A user facility reported the airway tube broke on an lma just after it was inserted into a pt. The crna discovered the break when he hooked the mask up to the circuit and could not ventilate the pt. The cuff was removed after four attempts. The pt was breathing spontaneously the entire time. Th pt was then paralyzed and intubated. The crna examined the pt after the procedure and noted a small pharyngeal laceration. No treatment was given, and the user facility has been requested to return the device for evaluation. An MDR is being filed, even though there was no serious illness or injury, as theoretically a failed airway tube could cause injury to a pt. The laceration does not meet the serious injury definition, therefore this event is being reported as a product problem only.